Event description:
A cgm error 42 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, where they were guided through a pump reset. Following this reset, the error did not reappear, and the customer was able to successfully start their sensor session.